Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead has recorded various spikes in shock lead impedances that have reached high, out of range values across the last years. The device emitted a beeping tone as expected. The clinic is aware of these measurements and will continue monitoring the patient. The ICD and this rv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152417.